Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the broken nail. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part number:04.037.258s. Synthes lot number: h672343. Supplier lot number: n/a. Release to warehouse date: 27jun2018. Expiration date: 31may2028. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a revision and hardware removal was performed due to a broken proximal femoral nailing system (tfna) nail and non-union proximal femur. The procedure outcome was unknown. Patient consequence non-union femur fracture. Concomitant devices reported: locking screws (part# unknown, lot# unknown, quantity# 1); helical blade (part# unknown, lot# unknown, quantity# 1); end caps: tfna (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 12mm/130 deg ti cann tfna 380mm/right-sterile. This is report 1 of 1 for (B)(4).